Event description:
It was reported that during a laparoscopic appendectomy, the device would not open. The device was pryed off the tissue. There was no patient consequence. A new instrument was opened, and the case was completed without further incident.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.